Manufacturer narrative:
Investigation: visual inspection no significant deformations or damage of the valves were detected during the visual inspection. Permeability test a permeability test has indicated that the progav 2.0 valve has a blockage. Adjustment test the progav 2.0 valve was tested and is adjustable to all specified pressures. Braking force and brake function test the brake functionality test has shown that the brake function operates as expected. However, the braking force is not within the given tolerances. Computer controlled test because the progav 2.0 was not permeable, the computer controlled test is not possible. Results first, we performed a visual inspection of the progav 2.0 valve. No significant deformations or damage of the valves were detected during the visual inspection. Next, we tested the permeability, adjustability, and opening pressure of the valves, as well as the brake functionality and brake force. The valve operated as expected, however the brake force was outside of tolerance. All other specifications were met. Finally, we have dismantled the valve. Inside the valve, we have found a build up of substances (likely protein). Based on our findings, we confirm the presence of occlusion in the progav 2.0 valve at the time of our examination. This is likely due to the deposits observed inside the valves. As described in our literature, the problem encountered is one of the known inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Manufacturing site evaluation: investigation is on-going. Additional information and/or investigational results will be provided in a supplemental report. This report indicates that this same patient had a shunt system explanted in (B)(6) 2018 due to "valve blockage". Reference medwatches: 3004721439-2018-00177; 3004721439-2018-00194.

Event description:
It was reported that there was a postoperative issue with the shunt system requiring explant on (B)(6) 2019. Reported information indicates that the progav2.0 valve had been adjusted to 2cmh2o until the end of 2018. However, the opening pressure was involuntarily adjusted to 6cmh2o. The cause of this is unknown. Attempts made by the surgeon to readjust the opening pressure setting were unsuccessful. Of note, the cerebrospinal fluid was described as "beautiful" and the concentration of protein is "not high". Due to the progressive hydrocephalus symptoms, the shunt system was removed and a certas (codman) shunt was placed on (B)(6) 2019. No further details provided. There are no associated patient complications reported. Associated medwatches for this event date: 3004721439-2019-00160; (this report- progav2.0).